Manufacturer narrative:
Unique identifier (UDI): (B)(4) - the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by dialysis patient's contact that cycler alarmed with patient line blocked in fill 1 of 4. Patient performed continuous ambulatory peritoneal dialysis in order to complete treatment. When patient's contact removed the cassette there was fluid leaking from within the cassette door. The patient's peritoneal dialysis registered nurse (pdrn) later confirmed that the leak did not result in any adverse events. Prophylactic antibiotics were not prescribed. Patient was performing continuous cycling peritoneal dialysis after the event. The set was not made available for investigation.